Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the continuity resistance test per (B)(4); the sensor passed per specifications. The bicarbonate buffer test per (B)(4) was performed and the sensor failed with high readings.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 64 mg/dl and a blood glucose of 173 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor was returned and replaced.